Event description:
It was reported that a heparin over infusion event occurred at an unspecified rate in the ICU. The nurse stated that the device was programmed correctly however noticed that the patient experienced tachycardia and diaphoresis, then noticed that the heparin bag was empty.

Manufacturer narrative:
Initial reporter name, initial reporter occupation added: (B)(6)., rn. Initial reporter health professional added: health professional.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a heparin over infusion event occurred at an unspecified rate in the ICU. The nurse stated that the device was programmed correctly however noticed that the patient experienced tachycardia and diaphoresis, then noticed that the heparin bag was empty.